Event description:
Previous dx with allergy to natural rubber latex. Took benadryl 50+ atarax 50 prior to leaving house. Had dinner at restaurant. No prior problems eating there. On 8/26/97, began to itch before meal finished. Rubber gloves used to wash dishes! Required prednisone 20 mg, benadryl 50 mg of 4 x 6, atarex 50 mg of 4 x 6, proventil 2 puffs qidx 2, asthmacort 2 puffs qid.